Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed as planned by deleting the patient data. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue was with the disk bay of the ippc. A review of the system logfile cannot confirm the malfunction related to the reported issue. The defective part was returned from part analysis, and it was concluded that the cause of the ippc was the failure of the sata cable. Fse replaced the ippc and recreated the image store. After replacement, the system was returned to use in good working order the codes were updated based on the investigation outcome.